Event description:
A customer reported a malfunction when the pump declared alarm 20 during the loading process, but there was no adverse impact on the customer's blood glucose level. The customer attempted to load a new cartridge with the help of technical support but was unable to resume insulin therapy as the cartridge alarm recurred. Technical support decided to replace the pump, confirmed shipping details, and provided instructions for returning the problematic pump. The customer was informed about using multiple daily injections (mdi) as a backup therapy until the replacement pump arrives.